Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2016. Results: bd received representative samples from customer totalling 7 samples from same lot# 6067844. All 7 were hand activated to evaluate defective locking of the safety shield. No defects on returned representative samples were identified and could not confirm customers' indicated failure mode. Additionally, bd received actual sample and photo of same sample. Sample and photo were evaluated and the customers' indicated failure mode of a defective locking mechanism was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6067844. All inspections were in compliance with requirements conclusion: unconfirmed complaint. An absolute root cause for this incident cannot be determined as bd was unable to duplicate customers' indicated failure mode.

Event description:
It was reported that the safety device failed to activate upon use of an a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter. The safety mechanism was misaligned, would not cover the needle and actually fell off of the holder. No serious injury, blood to mucous membrane exposure or medical intervention was reported.